Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead and the shock channel, which caused the device to deliver inappropriate anti-tachycardia pacing (atp). Technical services (ts) discussed that an ra lead issue can lead to noise being picked up by the shock channel. Ts also discussed that rhythm ID was impacted by the noise. Also, the ra lead had a low in range pacing impedance of 200 ohms. Ts recommended bringing the patient in for further testing and reprogramming. This ICD remains in service. No adverse patient effects were reported.